Event description:
It was reported that during a hysterectomy procedure, the clamp arm was broken. It took the surgeon about one hour to retrieve the broken part from the patient's body. Used another like device to finish the procedure. There was no patient consequence.